Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted the hospital for other circumstances. The device could not be interrogated. Patient has been lost to follow up since 2008. Device was suspected to be at eri. Device remains implanted.